Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed white lines and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp. Has evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing w/out duplicating the malfunction. The device's lcd display cable was replaced as a precaution. The device was recertified and ret'd to the customer. No trend is associated with reports of this type.